Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter: the seal of the device separated and was found in the patient abdomen during the introduction of the instrument in the trocar. The physician realised it while checking the abdominal cavity of the patient. The seal was retrieved from the patient cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss or tissue damage.